Event description:
While placing a central line, the resident was using the larger gauge needle (that comes in central line kit) to get access. When pulling back on the plunger, it did not hold any negative pressure. Air was aspirated. Resident troubleshooted along with fellow, but neither could fix issue.